Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. Upon opening the packaging, plastic fraying at the tip of the dilator was noted. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. Upon opening the packaging, peeling plastic at the tip of the dilator was noted. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
E1: initial reporter phone added. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.